Event description:
It was reported, that following a recent implant on (B)(6) 2024. The right atrial (ra) lead was examined and found to have dislodged, during examination on (B)(6) 2024. The patient was brought in for a ra lead procedure (B)(6) 2024. During, which the physician attempted to re-position or fix the ra lead, but the ra lead could not be fixed when releasing the helix and retracting the guidewire. An unknown material was noted at the end of the ra lead helix. After multiple failed attempts the ra lead was explanted and replaced. There were no reported adverse consequences.

Manufacturer narrative:
The reported events were dislodgment, a stylet insertion issue, and a helix mechanism issue. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood / tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The full helix extension length was measured within specification. The cause of the reported event was isolated to the helix clogged with blood / tissue. A stylet insertion test was performed, and the stylet was unable to be fully inserted. X-ray confirmed the stylet was unable to be fully inserted due to the inner coil clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts.